Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, when a clip was passed down to achieve hemostasis or clip prophylactically, the clip does not disengage from the catheter and jaws of the clip reopen when they should already be locked. All stages were felt during deployment, the clip was able to grasp and lock onto tissue, but the clip is still attached to the inner catheter. They then pulled the clip to remove. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.